Event description:
Customer got a hi reading at 6:21 pm in 2002 and didn't feel it was correct. Customer continued testing back to back several times and received a reading of 58 at 7:45 pm on the same day. Customer's spouse treated them with 1/2 pint of ice cream, a coke and a pudding.